Event description:
Affiliate reported that reprogramming of the valve was attempted but the indicator tool would not move when trying to verify the setting. X-ray showed the valve was set at setting 3 and subsequent attempts with 3 other programmers would not show any movement on the indicator tool. As a result the device is scheduled to be revised.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device failed the programming test. An occlusion was also found, which prompted a soak in purified water for two days, in an attempt to see if maybe biological debris was the root cause for the problem reported. After the soak the device was retested for programming and flow and it was normal. It appears that biological debris was the root cause for the problem reported. The debris was seen on the cam mechanism and the ruby ball. A review of the device history records could not be performed as the lot number was not provided.